Event description:
A copy of the medwatch report from FDA was received, which states, ¿infant found with low blood sugar. Upon assessment of the peripheral intravenous (piv) line, it was found that IV pump was not running. IV pump was not running and turned back on. An hour later, IV pump latch barely touched, IV pump turned off." Although requested, further information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.